Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted on 5/7/2026 and again twice on 5/9/2026 about 18 minutes apart. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on 5/7/2026 and again twice on 5/9/2026 about 18 minutes apart. No reports of patient harm.